Event description:
One patient has been reported to have received antibiotics from an issue of phlebitis. Prior to this another patient reported nerve damage from the same lot # reported. The same phlebotomist drew both patients and is new to this position. Hospital simply inquiring if there may be any issues concerning this lot #. Hospital also inquired if company know of any reasons why these 2 incidents would happen from company's point of view.